Manufacturer narrative:
.

Event description:
It was reported that during a shoulder procedure using a mangum plus knotless fixation anchor, part of the anchor broke off and remained in the patient's soft tissue. A second procedure has been scheduled to remove the broken piece from the patient's shoulder. No additional details have been provided regarding the procedure or the patient status.

Manufacturer narrative:
Visual inspection and functional testing could not be performed as the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The portion of the device that secures the anchor into the bone is deformable stainless steel wings that lock the anchor subcortically during deployment. Under normal circumstances, the entire anchor will remain subcortical. However, if bone quality is compromised, or if the anchor is overloaded, the anchor may pull out. If the anchor pulls out of the bone in the subacromial space, it will be subject to further compromise, possibly breaking the wings. These detached portions could cause pain when loose in the joint. The instructions for use outlines contraindications such as, ¿pathologic conditions of bone, such as cystic changes or severe osteopenia, which would impair its ability to securely fix the implant.¿ the device and lot history was reviewed and there were no ncrs or deviations. There are no indications to suggest the device did not meet product specifications upon release into distribution.